Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of serter issues. Customer's blood glucose was 177 mg/dl at the time of incident, but also went to 400 to 500 mg/dl at the time of the call. Customer was advised to return the serter for analysis. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.